Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. A 2.75x16mm taxus liberte was advanced toward the severely calcified, lad lesion. The physician attempted to direct stent the lesion and was unable to cross. Upon removal, the stent was noted to be damaged. The procedure was not completed due to this event. There were no patient complications or injuries reported. The patient status is listed as good. This product is only ous approved, but it is similar to a marketed us device.